Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Evolve short dapt clinical study. It was reported that myocardial infarction, stent thrombosis, and death occurred. In (B)(6) 2018, the subject presented with stable angina (ccs classification: 3) and was referred for cardiac catheterization. Target lesion #1 was located in the proximal right coronary artery (rca) with 95% stenosis and was 34mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 38mm study stent. Following post dilatation the residual stenosis was 0%. On the same day as the index procedure, the subject reported intermitted shortness of breath which was relieved without intervention. The post procedure electrocardiogram (ECG) was without acute st/t wave changes. The subject became unresponsive and was noted to be pulseless. The subject was intubated and treated with medications. The subject had non-sustained ventricular tachycardia and breathing difficulty. Cardiopulmonary resuscitation (CPR) was initiated and multiple rounds of advanced cardiovascular life support (acls) led to a return of spontaneous circulation. ECG revealed st elevations and an event of st elevation myocardial infarction was reported. The cardiologist was consulted and the subject was treated with medications for persistent hypotension and worsening shock. The subject was also diagnosed with acute systolic heart failure, respiratory failure, and hypertensive urgency. Acls continued and an intra-aortic balloon pump (iabp) was placed. Coronary angiography revealed 99% proximal acute stent thrombosis of the study stent in the rca. The subject was treated with medication and balloon angioplasty with 0% residual stenosis and timi flow 3. The next day, the subject was diagnosed with hemorrhagic shock with acute anemia. Retroperitoneal bleed was suspected and the subject was started on massive blood transfusion protocol. Medications were administered but the subject continued in pulseless ventricular tachycardia. Acls was started and then stopped at family¿s request. Cause of death was cardiogenic shock.

Manufacturer narrative:
Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was further reported ECG revealed wide qrs rhythm with occasional premature ventricular complexes, left axis deviation, right bundle branch block, inferior infarct age undetermined. The subject was noted to have bleeding from the sheaths which was assessed likely due to medication leading to hemorrhagic shock with acute anemia. Per death certificate, the immediate cause of death was hypoxic pulseless electrical activity arrest secondary to acute hypertensive crisis, acute stent thrombosis and severe coronary stenosis. An autopsy was not performed and manner of death was natural.